Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had a broken case. The lower case was broken. It was also determined at analysis that the output connector and hanger assembly were broken. The epg had a backlight issue, connector on main printed circuit board (pcb). The upper case was broken at boss. The main seal was damaged sticking out. The display wire insulation was pinched, the wire insulation was not compromised. Three case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken case. The epg has been returned to service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.